Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number. Additional historical information has been received. A medical chart review revealed, the patient was experiencing ineffective stimulation on (B)(6) 2011. X-rays identified both leads migrated. In turn, the patient declined a lead revision due to unrelated medical issues and elected to have the scs system explanted on (B)(6) 2012.